Manufacturer narrative:
Insufficient information was provided for further investigation. A specific root cause could not be identified. According to the information given, no patients were adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received stating the unit of measure was pmol/l. The user stated the new results were sent to the clinicians before he met the patients and he did not change anything in the treatment due to the wrong results. No patients were adversely affected.

Event description:
The user received questionable estradiol results for an unknown number of patient samples from the cobas e411 rack analyzer serial number (B)(4) when compared to the results from a cobas e602 analyzer. Data was provided for 23 patient samples of which the results for six were discrepant. The unit of measure was not provided. Patient sample 1 result from the e411 was 305 and the result from the e602 on (B)(6) 2011 was 170. Patient sample 2 result from the e411 was 150 and the result from the e602 on (B)(6) 2011 was 18. Patient sample 3 result from the e411 was 13500 and the result from the e602 on (B)(6) 2011 was 9600. Patient sample 4 result from the e411 was 13479 and the result from the e411 on (B)(6) 2011 was 9547. The result from the e602 on (B)(6) 2011 was 9764. Patient sample 5 result from the e411 was 3850 and the result from the e411 on (B)(6) 2011 was 3164. The result from the e602 on (B)(6) 2011 was 2956. Patient sample 6 result from the e411 was 7670 and the result from the e602 on (B)(6) 2011 was 10212. The user stated erroneous results were reported outside the laboratory. No adverse events were alleged regarding the issue.